Event description:
The customer reported that the "battery is broken". Further information was provided that the battery can't charge; only alternating current (ac) can be used to boot . There was no reported patient involvement.